Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. It was discovered that pacing lead impedance suddenly increased. Additionally, there was a drop in sensing and increase in ventricular capture threshold. No noise was noted. The patient will be continued to be monitored until normal eri.